Manufacturer narrative:
(B)(4). Concomitant medical product: vanguard ilok femoral, cat#: 183012 lot#: 736660. Vanguard tibial bearing, cat#: ep-189100 lot#: 543290. Series-a patella, cat#: 184788 lot#: 115720. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event is confirmed via operative notes received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The reported components were reviewed for compatibility with no issues noted. The revision surgery op notes confirmed loose tibial component. A total knee replacement was done and a ps knee was implanted. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.